Event description:
Additional information was obtained: the model number of the lead was 0292 and the serial number was (B)(4). The initial final vigilance report was sent with the incorrect model number of 0692 and with unknown batch number.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
A follow up was performed which noted myopotentials which would explain the variation in impedances. The physician elected to check the device and lead and noted that the lead was not properly connected to the device. The system was re-connected and remains implanted. The previously reported lead 0692/no serial is incorrect, reference (B)(4).

Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances. No adverse patient effects were reported. The patient will be monitored.